Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the name of the procedure? Incontinence surgery. How was the procedure completed? -they used a new tvto. Please reconfirm that there was no patient consequences. No patient consequences. Please provide any patient demographics. Not available.

Event description:
It was reported that the patient underwent a sling procedure in 2018 for incontinence and the mesh was implanted. It was also reported that during the procedure, the guide wire bending abnormal curve was found. There were no patient consequences reported. Another like device was used to complete the procedure.

Manufacturer narrative:
Date sent to the FDA: 12/12/2018. Additional summary: one gynecare tvt-o box and IFU was received. The box was identified with lot number 3929037 and product code 810081. The product received was manipulated: the blister containing the device is not present in the box. No defect was identified during the product evaluation. The device itself was not sent for evaluation, therefore the product evaluation is not aligned with the defect described in the event description (bent wire). Cause not established.